Manufacturer narrative:
Our field engineer went to the site and couldn't find anything wrong with the unit. He went over attaching the unit with the technologist and she understood better how the knobs worked to attach the unit.

Event description:
It was reported that during a biopsy, the fire forward piece fell off landing on the patient's breast, causing a large hematoma. There was no medical intervention performed.